Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-implant. Prior to discharge, high out of range rv lead impedance was observed. No other electrical anomalies were noted. Possible perforation or set screw connection was suspected. The patient was scheduled for a chest x-ray. The impedance went back to normal and no actions were taken.